Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2009 due to prolapsed cervix and bladder with concurrent partial hysterectomy. It was reported that following insertion the patient experienced pain, erosion, constant discharge, bladder problems and constipation. It was reported that patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2011. No additional information was provided. (B)(4).